Event description:
Same patient as (B)(4). This is a report of peritonitis in a patient, coincident with dianeal therapies for peritoneal dialysis (pd). The patient had experienced a mrsa infection twice within a month. A treatment of vancomycin IV (dosage unknown) for the mrsa infection. During this time the patient was hospitalized for fungal peritonitis, however, treatment for the fungal peritonitis was not reported. About a week later, they were removed from peritoneal dialysis and moved onto hemodialysis. Four days later the patient was released from the hospital and was reported to have been recovering. The patient was retrained on proper pd technique (date unknown).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12e21068. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.